Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, gas supply and o2 sensor test failed, the replacement of the diss air filter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The diss air filter is located between the compressor and the ventilator. A leaking filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to diss air filter.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the diss air filter was leaking. There was no patient harm. Manufacturer's ref #: (B)(4).